Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problems (add gel messages, damaged cable or wires) were confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy electrode (te) was pulled from the strain relief. The cause of the test failure and the reported messages was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient was receiving "add gel/replace belt" messages in the absence of a prior gel release and had damaged cables on the electrode belt.